Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. This report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegations relate to burning sensation, discomfort, incontinence, urinary, pain and implant pain which are addressed in the product labeling and risk documentation. The patient symptom is a known risk associated with this device type/procedure and it is noted as such as in the instructions for use.

Event description:
It was reported the patient with this neurostimulator experienced pain at their right hip, near their implant site. It felt like a stabbing, burning sensation on and off and nothing seems to make it worse. The patient took over-the-counter medication to help with the pain. The patient denied any falls. The patient also reported going to their chiropractor for a "shock wave chair treatment" and their relief has waned. The chair is also called "pemf" treatment per the patient. The patient is leaking a lot more again and is back to wearing three pads a day again. The patient was also up more at night to void. The patient is leaking is worse than baseline. The patient is currently on program 1, level 3. The therapy support specialist (tss) will contact the clinical specialist (cs) for recommendations. The therapy support specialist followed up with the patient and the patient said the pain at their right hip is better. The patient only experiences pain in certain positions. The clinical specialist recommended the patient turn off their stimulation. It will remain off for a couple of weeks and then the clinical specialist will follow up. There were no additional patient complications. Additional follow up stated the patient was not resolved and the patient will follow up with primary care physician. The therapy support specialist updated that the patient had their stimulation turned back on and is doing fine. The patient reported their pain is better and the stimulation was boosted for more urge relief.

Event description:
It was reported the patient with this neurostimulator experienced pain at their right hip, near their implant site. It felt like a stabbing, burning sensation on and off and nothing seems to make it worse. The patient took over-the-counter medication to help with the pain. The patient denied any falls. The patient also reported going to their chiropractor for a "shock wave chair treatment" and their relief has waned. The chair is also called "pemf" treatment per the patient. The patient is leaking a lot more again and is back to wearing three pads a day again. The patient was also up more at night to void. The patient is leaking is worse than baseline. The patient is currently on program 1, level 3. The therapy support specialist (tss) will contact the clinical specialist (cs) for recommendations. The therapy support specialist followed up with the patient and the patient said the pain at their right hip is better. The patient only experiences pain in certain positions. The clinical specialist recommended the patient turn off their stimulation. It will remain off for a couple of weeks and then the clinical specialist will follow up. There were no additional patient complications. Additional follow up stated the patient was not resolved and the patient will follow up with primary care physician. The therapy support specialist updated that the patient had their stimulation turned back on and is doing fine. The patient reported their pain is better and the stimulation was boosted for more urge relief.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket/510(k) # (g4) - additional premarket/510(k) # p190006.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported the patient with this neurostimulator experienced pain at their right hip, near their implant site. It felt like a stabbing, burning sensation on and off and nothing seems to make it worse. The patient took over-the-counter medication to help with the pain. The patient denied any falls. The patient also reported going to their chiropractor for a "shock wave chair treatment" and their relief has waned. The chair is also called "pemf" treatment per the patient. The patient is leaking a lot more again and is back to wearing three pads a day again. The patient was also up more at night to void. The patient is leaking is worse than baseline. The patient is currently on program 1, level 3. The therapy support specialist (tss) will contact the clinical specialist (cs) for recommendations. The therapy support specialist followed up with the patient and the patient said the pain at their right hip is better. The patient only experiences pain in certain positions. The clinical specialist recommended the patient turn off their stimulation. It will remain off for a couple of weeks and then the clinical specialist will follow up. There were no additional patient complications. Additional follow up stated the patient was not resolved and the patient will follow up with primary care physician.